Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection of the device observed that the coil was severely stretched, broken and the fiber bundles were covered in blood. The initial number of fiber bundles could not be determined due to the severe damage to the coil, however, it was obvious that the number present was below specification. Microscopic examination noted no damage on the interlocking arm of the delivery wire. The zap tip shape and surface of the coil was smooth. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as incompatible catheter and insufficient flush were used in the procedure. Please note that the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 30may2016. It was reported that the coil was locked into the nest of coils and coil became unraveled. The target lesion was located in the internal iliac artery. An 8mm x 40cm interlock&#11123;5 was selected for embolization. During the procedure, when the physician was pushing this coil out of the catheter, the first portion of the coil was inside another nest of coils. They were locked into the nest and was not able to push the coil out of the catheter. Upon coil retrieval, it became unraveled. The entire catheter and coil was removed out of the patient. The procedure was completed with a different device. No patient complications reported and the patient's status was fine. However, device analysis revealed that the coil was broken.